Event description:
It was reported that during unpacking and preparation of the device it was noticed the shaft of the delivery system had separated at the hypotube. It looked like the 2 shaft components were not fixed together and therefore the shaft was separated. The device was not used and there was no patient involvement. A non-abbott stent was used to successfully treat the patient. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.